Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after losing consciousness and receiving a shock therapy. Upon device interrogation, the device inadequately delivered 3 atp therapies and did not break the rhythm due to inappropriate programmed parameters. Programming changes were made. No further information is available.